Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the contested articles showed that the handle is jammed in the protective sleeve. This complaint was deemed valid, a CAPA determination has been initiated. The lot number has been provided, a review of the device history record is not yet available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Instruments jammed up. The handle became jammed in the protective sleeve. This is 1 of 1 report for complaint (B)(4).